Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to elective replacement indicators (eri). There was an allegation of premature battery depletion. The device was returned for analysis. New information received indicates that while undergoing analysis, a review of the therapy history indicated that an out of range impedance (low) measurement was recorded for this defibrillation lead. The defibrillation lead currently remains in service with all lead measurement normal.